Manufacturer narrative:
This is one of two device reports associated with this event, which is one of two events for the same pt.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and died on the same day which was caused by exposure to naturalyte and/or granuflo products administered during dialysis treatment.